Manufacturer narrative:
The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the battery. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device displayed an error code indicating a failed battery test. It is unknown if the unit was in clinical use at the time the reported issue was discovered, however, there was no harm to the patient or the user. The event date was not specified; estimate used.